Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an under delivery of medication. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Functional tests including three accuracy tests were performed which passed. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated during the investigation as the returned device passed all functional tests. Root cause of the reported event is unknown and cannot be determined as the device passed all manufacturing specifications and no fault was found. It is recommended that the expulsor assembly be replaced as preventive measure. A device history record DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other text: b5: additional information received on 03-aug-2022 via email and attached in complaint object: no patient injury was reported. H6: event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 21-may-2020.